Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the physician did not feel that the inserter engaged the cup properly during use in hip arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as the damage on the inserter thread is likely the reason for not engaging on to the shell and the shell was not explanted. There have been no reported allegations against the shell, therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.